Event description:
It was reported that the patient passed away. Per hospital policy, cause was not provided. No additional information was reported and no autopsy was performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. A direct correlation between heartmate ii lvas, serial number (B)(4) and the patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2017. Per hospital policy, a specific cause for the patient¿s outcome was not provided. No additional information was reported. No autopsy was performed. The device was not explanted and was not returned for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii lvas, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.